Event description:
The customer reported to olympus that the colonovideoscope had an angulation locking issue. Inspection and testing of the returned device found air/water cylinder and air/water tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of evaluation provided the following: - switch box has a scratch - control unit has a scratch - due to wear of angle wire, bending angle in down direction does not meet the standard value - c-cover [plastic distal end cover] has a scratch - adhesive on a-rubber [bending section cover] is detached - angulation locking is not working based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material adhered to a/w [air/water] channel and a/w cylinder" was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no deformation of the a/w channel and a/w cylinder was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual cf-hq1100dl/I reprocessing manual manual 5.3 precleaning the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.